Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. The device was received intermittent button response due to connector and or lcd unlock keypad connector. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's down arrow button was not functioning when the battery was low. The patient's blood glucose level was 200 mg/dl. Advised that the insulin pump needed to be replaced. Advised to discontinue the use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Nothing further reported.